Manufacturer narrative:
Citation: trimaille a, vidal-cales p, giuliani c, et al. Impact of anticoagulant class on long-term bioprosthesis durability following transcatheter aortic valve replacement. Struct heart. 2025;10(2):100786. Published 2025 dec 13. Doi:10.1016/j.shj.2025.100786 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of anticoagulants on bioprosthetic valve durability following transcatheter aortic valve replacement (tavr). The study population consisted of 688 patients who were stratified based on the anticoagulant class prescribed at discharge after tavr: vitamin k antagonists (n = 357) or direct oral anticoagulants (n = 331). A mix of tavr valve types were used in the study, encompassing four medtronic brands (corevalve, evolut r, evolut pro, and evolut fx) and several non-medtronic brands. Among all 688 patients, the following adverse outcomes occurred: hemodynamic valve deterioration, bioprosthetic valve failure, elevated mean gradients, aortic valve reintervention, stroke, myocardial infarction, and bleeding. Deaths were also observed during the long-term follow-up (range of two to five years). However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.